Manufacturer narrative:
H10: updated information in h6 (health effect - clinical code). H3, h6: the device was not returned for evaluation. The clinical/medical investigation concluded that, a user technique/procedural variance cannot be ruled out as a contributing factor to the retained fragment of the externally communicating device. As with all surgical instruments, it is essential to avoid using excessive force. The material composition of the non-implantable instrument is 17-4ph stainless steel. The externally communicating device is not manufactured or intended for long term internal tissue exposure or implantation; therefore, long-term implantation data is not available. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device, they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if it comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation surgery, one (1) evos large 2.5mm drill w/ao qc short snapped at the distal end at the point where the flutes meet the shaft. The incident occurred while drilling through the cement mantle of a proximal femur periprosthetic fracture around a hip replacement stem. The fluted end remained in the patient¿s femur, as the surgical team determined that removal would have caused more harm. The procedure was completed, without any delay, using an equivalent s+n back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.